Event description:
Philips received a complaint by the customer on the v60 indicating that the device was automatically switching off. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was automatically switching off. The remote service engineer (rse) performed troubleshooting with the customer and found that the power switch overlay needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the remote service engineer (rse) stated that there was actually a light emitting diode (led) failed error that required the power switch overlay to be replaced and noted that the device did not annunciate an alarm. Upon review of the new information, the issue does not meet the reportability criteria and was reported in error.